Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) events during (B)(6) 2015. Reportedly, customer experienced a bg level of 58 (mg/dl) and loss of consciousness on (B)(6) 2015. Customer reports that they received an unknown treatment from paramedics and was not transferred to the emergency room (ER). It was also reported that the customer was found by spouse unconscious and with a bg level of 44 (mg/dl) on (B)(6) 2015. Customer's spouse administered a glucagon injection and paramedics monitored patient until customer felt they were stable and safe. Customer was not taken to the ER. Customer indicated that health care provider was consulted with after each event.